Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to poor contact of motherboard, error code e1116 was displayed. Additionally, during the device evaluation, rust (corrosion) was found on the contacts; it was noted that the device was dirty, memory sticks were rusty, inside harness had poor appearance and was worn out, and cable was sticky. Additional details relating to the patient and the event have been requested, but no procedural or patient information has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the camera control unit displayed error e116 prior to an unspecified procedure. There were no reports of patient harm.